Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  It was determined that the external usb data cable was causing the device to lose power.  After removing this cable, proper device operation was observed through functional and performance testing.  The device was returned to the customer for use. The removed cable assembly was further evaluated in the failure analysis center where it was observed that the cable was damaged internally which had caused the cable to short out the device and led to it losing power.

Event description:
The customer reported that their device would intermittently not power on. There was no report of any patient use associated with the reported issue.